Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother, that the customer had air bubbles in the reservoir. Unable to trouble to troubleshoot due to it being a past event. No additional info was provided.